Event description:
It was reported that at a scheduled follow up it was seen the left ventricular (lv) lead had a high threshold of 6 volts at 1.2 milli seconds. The patient was hospitalized due to a lv lead dislodgement. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).